Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced starbursts around lights. The date of initial laser treatment was on (B)(6) 2015 and the date of discovery was on (B)(6) 2015. The patient's chief complaint was that there was halos/glares/shadows and had commented that it was worse at night. A photorefractive keratectomy (prk) with the wavelight equipment was performed on (B)(6) 2015 to resolve the symptoms reported. Bcva from (B)(6) 2015: right eye pre-op 20/30 -9.00 x -2.25 x 73, left eye pre-op 20/30 -8.50 x -1.50 x 101. Bcva from (B)(6) 2016: right eye post-op 20/25 -.50 x -1.25 x 175, left eye post-op 20/25 -1.00 x .00 x 90.